Event description:
Patient reported obtaining back-to-back glucose results of 66 mg/dl and 108 mg/dl, while using the suspect device. Patient noted that, 1 month earlier, an additional set of back-to-back tests was performed with results of 47 mg/dl and 109 mg/dl. Patient stated that therapy was not modified based on these values. According to patient, he is visually impaired and is unable to verify if strip is properly dosed. While on the line with technical support, quality control testing was performed on the system, and the results were within acceptable ranges. Due to his vision problem, patient could not confirm the expiration date of the control solutions (indicating it is possible that they are expired). Technical support requested the return of the suspect product and replacement product was shipped.